Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: floppy ii es. Guide cath: jl. Sheath: cordis. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that pre-dilatation was performed prior to placement of the xience v stent in the eccentric and non-calcified mid left anterior descending artery. After deployment a dissection occurred at the distal edge of the stent requiring another xience v stent to cover the dissection. Procedure was successfully completed and the patient is doing well. No additional information was provided.